Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that therapy was turning on and off by itself and was related to positional movement. The patient stated there was one instance where she had turned the implant on and went to sleep and later checked the device and found the battery had fully depleted. The patient had started charging the implant back up and partway through charging the stimulation came on in her legs. The patient possibly had pressed a button but could not confirm. Additional information received from the consumer reported that after the battery was fully charged they did not have any more issues. The indications for use were non-malignant pain and complex regional pain syndrome type ii.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.